Manufacturer narrative:
(B)(4). The date of event was (B)(6) 2015. The implant date was (B)(6) 2015. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mr appears to be related to patient morphology/pathology. The dyspnea/orthopnea was likely a result of the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received that on (B)(6) 2015, one mitraclip was implanted in a patient with functional mitral regurgitation (mr), grade 3-4, reducing the mr to 1-2. On (B)(6) 2015, the patient was hospitalized for dyspnea, orthopnea, and increased mr. The clip remained well seated and was stable on the leaflet. Per physician, the event was unrelated to the implanted mitraclip and was related to disease progression of mr in a patient with dilated cardiomyopathy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact implant date provided was (B)(6) 2015 and estimated as (B)(6) 2015. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed as the patient was hospitalized for shortness of breath and increased mitral regurgitation, requiring another mitraclip. The device relationship to the event has not yet been provided. It was reported that in (B)(6) of 2015, one mitraclip was implanted in a patient with mitral regurgitation (mr) with good results noted. In (B)(6) of 2015, the patient was admitted to the hospital with dyspnea, orthopnea, and evolution of mitral insufficiency, grade 3-4 was noted. On (B)(6) 2016, another mitraclip was implanted lateral to the previously implanted clip, reducing the mr to less than 2. There was no additional information provided.